Event description:
It was reported that during a renal artery stenting treatment procedure, balloon deflation and removal difficulties occurred with the express biliary sd premounted stent system. The lesion being treated was a calcified ostial lesion in a non-tortuous renal artery. The stent system was advanced through a 6f cook raabe sheath to the target lesion and the stent was deployed successfully. When the physician attempted to deflate the balloon after stent deployment, it would not fully deflate. It was noted that the physician did not encounter any difficulty when inflating the balloon to a final pressure of 12 atms. It was necessary to remove the entire stent balloon system and guide sheath together as a unit. The balloon was intact and still partially inflated. The procedure was successfully completed, and there were no pt complications. The current pt status is reported as 'ok'.

Manufacturer narrative:
The device has been received for analysis, but requires add'l investigation which is not complete at this time. A supplemental MDR will be submitted when the investigation has been completed.